Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9208150, model: sc-9208-15, serial: (B)(6), batch: 7022687, UDI: (B)(4). Product family: scs-adapters upn: m365sc9208150, model: sc-9208-15, serial: (B)(6), batch: 7021899, UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant due to infection. No further information has been obtained despite good faith efforts.